Event description:
In an article titled "dynamic interspinous process stabilization: review of complications associated with the x-stop device", the following event was reported: a patient underwent an x-stop procedure at level l4-l5 (12mm device). Nineteen months post procedure, the patient returned with a recurrence of symptoms due to a spinous process fracture at level l4. The patient was treated using decompressive laminectomy with spinal fusion at levels l3-l5. No additional information was reported.

Manufacturer narrative:
All adverse events reported in this article are filed in MFR report's 2953769-2010-00223 to 2953769-2010-00233. Article titled "dynamic interspinous process stabilization: review of complications associated with the x-stop device", by christian bowers, m.d., amin amini, m.d., m.sc., andrew t. Dailey, m.d., and meic h. Schmidt, m.d. Device not returned; followed-up with author.